Event description:
It was reported that the patient underwent a surgical procedure involving his sling device due to unknown reasons. A new aus was implanted. There were no patient complications.

Event description:
It was reported that the patient underwent a surgical procedure involving his sling device due to urinary incontinence. A new aus was implanted. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms is a known risk associated with sling procedures and is noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.